Event description:
Medtronic received information regarding a thermal therapy system being used during a soft tissue ablation (neuro) procedure. It was reported that there was a leak in the catheter. It was noted that damage was 20-30mm hole up from the base of catheter. It was reported that there was no negative impact to patient outcome aside from minor bleeding, but patient will be monitored in ICU (intensive care unit) to confirm no further injury or impact.

Manufacturer narrative:
H3) the fiber was returned for analysis. They were not able to confirm the reported leak with a visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.